Event description:
It was reported that among the two activa adapters in use, a white foreign object material was attached to one of the electrodes on the ipg connection side. No particular contributing factors were identified. The white foreign object was removed from the electrode. It was relatively easy to remove, so it was determined that there were no problems, and the product was used for implantation as is. The issue was resolved at the time of this report.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(6), ubd: 12-sep-2024, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 13-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. White material was returned taped to the inside of a bag. Chemical analysis was performed which found the sample appears to be a mixture of alkyds, calcium carbonate, and silicate (possibly talc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.